Event description:
T was reported by repair work order that the bed had unintended movement due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.